Event description:
A case study report was received in which it was indicated that a patient experienced nerve damage was a result from vns surgery which led to the patient developing mild and intermittent stridor during wakefulness. The stridor was treated with a CPAP (continuous positive airway pressure) machine. No further relevant information has been received to date.